Event description:
Nine minutes into a 15-minute traction treatment, the device stopped pulling intermittently and started a steady pull.

Manufacturer narrative:
The device load sensing mechanism failed during the treatment. The resultant caused the device to continue to pull. The device is equipped with a pt safety stop switch. The stop switch is activated by the pt in the event of a device failure.